Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "many device issues". The patient reported that they passed out a total of four times in the past three weeks where the paramedics had come to help her. In two of the events they took her to the hospital, and in two of the events they attended to her without a hospital visit. No specific event details were provided at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 01/18/2023. The patient reported four hypoglycemic events that resulted in a loss of consciousness that required assistance from emergency medical services (ems) and was transported to the emergency department. The cgm/tandem pump issues resulted in various, unspecified errors. The patient's bg had been in the 20 ¿ 35 mg/dl range during the event but it was not confirmed which bg value was associated with which event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).